Event description:
It was reported the catheter was blocked in 2011. Interventions, drug or patient outcome were not reported. Further follow-up is being conducted. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).